Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed displayable history crc check failed on startup, external ram crc error three times, and unexpected restart twice. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised may continue to use the device until a replacement device arrived. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. No error alarms were noted during testing. Alarms were noted in the history file due to corrupted history files. The insulin pump was received with a cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corner, and cracked display window.